Event description:
It was reported the customer received a blank display. Troubleshooting was able to retrieve the customer's display by inserting a new battery. Customer's blood glucose was 240 mg/dl. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).